Event description:
Customer called on (B)(6) 2011 reporting of a clear liquid leak around the front of the laser assembly of a beckman coulter lh 750 hematology analyzer while running latron control, but could not locate the source of the leak. Customer reported there was no impact to patient results and no death or injury was attributed to this event. Customer was wearing proper personal protective equipment consisting of a lab coat and gloves at the time of the leak and was not exposed to the leak. Field service engineer (fse) was dispatched and found the tubing had come off the bottom of the flowcell. Fse replaced the tubing and verified repair per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).